Event description:
It was reported that the customer received a button error alarm. It was also reported that the buttons on the insulin pump are stiff. Customer's blood glucose level at the time 200 mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had no button response due to a flattened dome button switch. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump had no button response due to a flattened dome button switch. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip.